Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical engineer at the user facility reported that the cdx stopped working on the 2008t hemodialysis (hd) machine while a patient was undergoing a hd treatment. A burning smell emanated from the machine and smoke was visible. No flames or sparks were observed. The treatment was stopped, the blood within the extracorporeal circuit was rinsed back, and then the patient was re-setup on another machine. The treatment was successfully completed with no further issues being reported. No patient adverse effects were experienced and no medical intervention was required as a result of this event. Following the event, the system was pulled from service for evaluation. The biomed stated that when the unit was opened for repair, a capacitor on the cdx board was found to be charred/burned. Following the part replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the system was operating properly. The unit was returned to service at the user facility with no recurrence of the event as reported. The complaint device was not available to be returned to the manufacturer for evaluation.